Event description:
On (B)(6) 2026, the patient sought medical attention and was admitted for 4 days, with discharge on (B)(6) 2026, while wearing the pod. The patient reported symptoms of feeling unwell and vomiting. Blood glucose values were reported as 552 mg/dl via fingerstick and 390 mg/dl via continuous glucose monitoring (cgm). The patient was diagnosed with diabetic ketoacidosis and received treatment with intravenous (IV) insulin and IV fluids. The patient attributed the event to inaccurate cgm readings and not to the pod. The patient was transferred to the cgm manufacturer for sensor replacement. Additional medical details are unavailable at this time, as follow-up is ongoing through good faith attempts to obtain complete information. A supplemental report will be submitted if new information becomes available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s906usqs9gzb4 hardware: sm-s906u cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.